Event description:
The clinic experienced a hard disconnection between the blood tubing line and the catheter after dialysis treatment. The blood tubing line was so difficult to disconnect that the technician decided to cut the tubing from the pt, resulting in surgical intervention necessary to replace the catheter.